Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set fell off during use on 13-jul-2024. The issue occurred with one infusion set used for two days. No further information available.